Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; emergency button was not working. The emergency button cable was found disconnected. Analysis also found after a long boot, a system error displayed; mpu (main processor unit) printed circuit board assembly found out of electrical specification. It was noted most of the ECG (electrocardiogram) connector solder joints had disturbed solder including the four ground connections. Tab on power cord bay door was found broken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing rate was changed during a device interrogation and the programmer emergency button did not work when pressed. The programmer was returned for repair. No patient complications have been reported as a result of this event.